Event description:
It was reported that cartridge alarm occurred while delivering insulin. Customer's blood glucose displayed "HIGH" although exact value was not known. Customer did not take immediate action but planned to use manual injections as backup therapy while Technical Support arranged replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.